Event description:
It was reported that the safety mechanism of a jelco® viavalve® safety IV catheter did not engage. No injury to patient or clinician was reported.

Manufacturer narrative:
One unused jelco® viavalve® safety IV catheter was returned for analysis. The sample was examined visually and checked for force to advance / force to lock; the sample was found acceptable. Based on the evidence, the fault could not be confirmed. With no actual complaint sample returned no root-cause could be identified and no corrective actions will be conducted by the manufacturing facility at this time. Complaint information will continue to be monitored.